Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(6). Concomitant products: 650-1160 delta cer fem hd 32/+6mm t1 2016022135; 010000665 g7 pps ltd acet shell 56f 3778806; 110003619 biolox delta cer lnr 32mm f 3244258. (B)(6).

Event description:
It was reported that the patient suffered calcar fracture approximately one year post-implantation.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a additonal information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient's right hip suffered calcal fracture during the procedure.